Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection retracted and. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break located distal to the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant high pacing thresholds were seen thus the lead was not used and returned for analysis. No adverse patient effects were reported.